Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called saying she has been experiencing high blood glucose levels for the past couple of days. She checked her blood glucose level an hour before the call, and it was at 313 mg/dl. Customer treated with a manual bolus. At the beginning of the call, her blood glucose reading had risen to 357 mg/dl. She stated that she was feeling very tired. During troubleshooting, customer checked the tubing for air and she thought there might be some air bubbles. Customer stated that she changed her reservoir, and received a low reservoir alarm. She said that when removing the reservoir, she can see moisture in the bottom of the reservoir compartment. Customer was advised that pulling the plunger too far down the barrel can force a leak path, which may have been causing the leaks. Nothing further reported.